Event description:
Manufacturer received device tracking information indicating a patient underwent lead replacement, due to lead discontinuity. Further follow up with surgeon revealed that fluid was seen in the lead tubing. The explanted lead was discarded and will therefore not be returned for analysis. Treating physician reviewed x-rays and saw no obvious lead discontinuities. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.